Event description:
It was reported that a spectrum pump "turns off while trying to battery test." Any pt involvement, injury or med intervention is unk.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found in specification in relation to the reported "unit turns off while trying to battery test," which was not reproduced. The symptom was confirmed during review of the event history log as occurrences of improper shutdown were present during the reporter's preventative maintenance testing. However, a cause could not be identified as the device was found to be operating as designed; therefore, no action will be taken at this time.